Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device the screen displayed a "test failed" message when the 30 joule self test was performed. In addition, during the attempt to discharge the energy from a 200 joule charge into the impulse 3000 test analyzer, the device displayed an "open air discharge" message. The complainant indicated that there was no pt involvement in the reported malfunction.